Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery device did not send energy to the jaws. The extension cable was replaced. Same problem. Another vh-4000 kit was opened and it worked correctly. The procedure was completed without further issues.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID#:(B)(4). The device was returned to the factory for evaluation on 07/16/2024. An investigation was conducted on 07/23/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the handle of the device.the heater wire and clear silicone insulation of both the hot and cold jaw were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It did not produce visible steam and heat during activations. There was no tone audible from the power supply upon activation. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. There was no resistance through the device. The device ID not heat up and failed the temperature measurements test. An engineer evaluation was conducted on 08/19/2024 with the following results: the complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c¿ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position, it was observed that heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up which is not normal. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the cause of the break in the device's electrical circuit.after opening the handle, the toggle was removed from the handle to expose the switch inside the handle. The two wires from the bulkhead connector that are normally welded to the normally open (n.o.) Switch terminal were found to be disconnected and not in contact with the n.o. Switch terminal. Examination of the normally open (n.o.) Switch terminal showed that the wires had been partially fused (welded) on the edge of the switch terminal. This indicates that the positioning of the wires relative to the electrode was inadequate during the welding process. Examination of the two wires from the bulkhead connector demonstrated minimal signs of melting. Based on the visual evidence, the two wires from the bulkhead connector were disconnected from the normally open (n.o.) Switch terminal due to inadequate positioning of the wires relative to the electrode during the welding process. Based on the returned condition of the device, the evaluation results, and the engineer evaluation, the reported failure "failure to deliver energy" was confirmed.the lot # 3000398526 history record review was completed.there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6- clinical code changed to 4582; h6 impact code-removed 4648.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery device did not send energy to the jaws. The pre-cautery test was completed. That was when it was discovered the energy didn't go to the jaws. The beeping sound was not heard when testing this device. The beeping was heard when the replacement kit was tested. The extension cable was replaced. Same problem. Another vh-4000 kit was opened and it worked correctly. No procedural delay aside from a couple minutes opening another kit. The procedure was completed without further issues. No patient harm or effect. The patient was in the room, but not contacted by the device.